Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after squeezing the 60mm stapler during closure of the roux limb on a laparoscopic gastric bypass, the stapler fired but the jaws of the device locked on tissue. It was stated that the jaws of the device were removed by pulling the opening handle back, trying to open the handle, re-firing and pushing the green button. Two handles had the same malfunctions during the same event. There was no patient injury.